Manufacturer narrative:
Additioanl info: product analysis: visual and optical examination of fas bone screw confirm breakage approximately ~4 threads from the base of the bone screw head, mic roscopic examination of the fracture surface noted significant secondary (post-fracture) smearing to the fracture surface. Undamaged areas of fracture surface revealed ratchet marks around the area of crack origination, with gently convex progressive striations beach marks through the cross-sectional area consistent with cyclic fatigue. Dimensional examination of the major and minor diameter verified conformance to print specification. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: patient was suffering from back pain due to compression of cauda equina at the level l2 procedure: "lumbar open" it was reported that on unknown date, post-op, the implanted screw broke which caused severe back pain to the patient. Patient underwent revision surgery on an unknown date. Only a portion of the broken screw could be explanted and lower half of the screw still remains in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.